Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, and err67 errors within the incident date were observed. The receiver was opened for a visual inspection and passed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.